Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." Corrections: d, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the doctor did 4 insertions of foley catheter but out of four insertions, the balloon of the foley catheter was burst 3 times after filling with recommended amount of water. Doctor did a total of 4 idc insertion for the patient. Per first insertion of the 14f balloon, the doctor tried tugging a bit of the catheter to ensure that it was fully lodged in patient. However, balloon had slipped out. Nurse noted that the balloon area had burst, catheter discarded. Per 2nd insertion of the 16f balloon, the doctor tried tugging a bit of catheter again, this time catheter seemed to be in place. However, once patient stood up, the catheter had slipped out. It was realized that the balloon had burst. Per 3rd insertion of the balloon the same incident happened as 2nd insertion. Per 4th insertion of the 14f balloon, it was stated there was no incident and per additional information via email from ibc on 05mar2021, there was no missing piece of balloon and device was removed for every insertion up to the fourth. The insertion occurred in a single patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the doctor did 4 insertions of foley catheter but out of four insertions, the balloon of the foley catheter was burst 3 times after filling with recommended amount of water. Doctor did a total of 4 idc insertion for the patient. Per first insertion of the 14f balloon, the doctor tried tugging a bit of the catheter to ensure that it was fully lodged in patient. However, balloon had slipped out. Nurse noted that the balloon area had burst, catheter discarded. Per 2nd insertion of the 16f balloon, the doctor tried tugging a bit of catheter again, this time catheter seemed to be in place. However, once patient stood up, the catheter had slipped out. It was realized that the balloon had burst. Per 3rd insertion of the balloon the same incident happened as 2nd insertion. Per 4th insertion of the 14f balloon, it was stated there was no incident and per additional information via email from ibc on 05mar2021, there was no missing piece of balloon and device was removed for every insertion up to the fourth. The insertion occurred in a single patient.